Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A medical review was conducted by an abbott vascular clinical specialist. The reviewer concluded the waist that was seen in the armada balloon, is normal when initially attempting to create access for a large cannula device such as the alphavac. As the access in the heart wall becomes larger, the waist will disappear. Due to the information provided, the unknown armada balloon used for the septostomy procedure was not the cause of this patient¿s death, nor was there an abnormal inflation defect with this armada balloon. Based on the information reported through the article, a conclusive cause for the reported complaint could not be determined. Additionally, it was determined that the death is not related to the unknown armada. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported in an article that the patient presented with post-mechanical mitral valve on warfarin, valvular atrial fibrillation and alpha thalassemia and they were admitted to an outside hospital with an anterior st elevated myocardial infarction (stemi). Coronary angiogram showed an occluded left anterior descending (lad) artery with acute thrombus post thrombectomy and balloon angioplasty. The hospital course was complicated by subsequent ischemic cardiomyopathy, pulmonary edema requiring positive pressure ventilation, and acute onset headaches. Computed tomography of the brain and chest showed bilateral mixed density subdural hematomas and a large left atrial appendage (laa) thrombus. In order to prevent coronary or brain embolization of the laa thrombus, it was decided to proceed with laa ligation via the left thoracotomy approach. The patient was taken to the operating room and the laa was clipped through a left anterior thoracotomy and a large strand of thrombus was dislodged from the laa and migrated to the left atrium, obstructing the mechanical mitral valve. The patient was placed on cardiopulmonary bypass. Transseptal puncture was performed with a non-abbott wire and catheter, followed by septostomy performed with a 14 mm armada percutaneous transluminal angioplasty (pta) catheter. A photo provided in the article shows irregular inflation of the balloon. Then a non-abbott vac system was advanced and this successfully removed the thrombus after several runs of aspiration. The system was removed and the femoral venous access was closed using an abbott closure system. The patient was transferred to cardiothoracic intensive care; however, a stroke occurred in the right middle cerebral artery and the patient died three days post procedure. Additional information can be found in the attached article "thrombectomy using alphavac for left atrialthrombus causing mechanical mitral valveobstruction and cardiogenic shock". No additional information was provided.

Manufacturer narrative:
B3: date of procedure estimated. D4: the UDI is unknown because the part/lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: article titled: "thrombectomy using alphavac for left atrialthrombus causing mechanical mitral valveobstruction and cardiogenic shock".